Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed out and bruised their ribs. It was found that there was noise in both primary and secondary vectors and this s-ICD is programmed to alternate. Technical services (ts) recommended to inquire if this patient has a left ventricular assist device (lvad) for possible interference in which it was confirmed this patient does. Ts discussed that alternate vector was the recommended vector and that there were no treated or untreated events observed. Automatic therapy was disabled during the process of capturing all sense vectors. Ts noted this was normal device behavior and recommended this patient be evaluated for possible causes of syncope. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that all vectors qrs complexes are labeled as noise on the presenting subcutaneous electrocardiogram (s-ECG) and the smartpass feature was disabled. Ts noted that since this patient has a lvad to consider x ray imaging as should this patient have an arrhythmia, this s-ICD cannot detect or treat this patient, and there is no way to turn off the noise algorithm.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.